Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported when attempting to locate the artery using a 6fr angio-seal, no blood was observed from the drip hole. The case was completed using a second angio-seal. The patient was reported to be in excellent condition. Additional information was received on april 5, 2018. A left heart angiogram was being performed. A 6fr procedure sheath was being used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion reported. It was unknown if a pre deployment angiogram was performed. The tech reported that she could not advance the sheath/dilator assembly into artery and gain flash. Manual pressure was held to gain hemostasis. Additional information was received on april 25, 2018. No bleed back was obtained from the sheath/ arteriotomy locator. The angio-seal was not used.